Event description:
It was reported that during an unknown procedure, the device was fired twice. On the second firing the staples were not formed correctly. The surgeon over sewed the staple line. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. Two devices were returned. Device (a) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.